Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum leaked. The following information was provided by the client: "...the hcp connected q-syte to an ext. Tubing; after a few hours use, leakage was observed."

Event description:
It was reported that the bd q-syte luer access split septum leaked. The following information was provided by the client: "...the hcp connected q-syte to an ext. Tubing; after a few hours use, leakage was observed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval : yes, d10: returned to manufacturer on: 2022-03-01. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte device for investigation along with an extension set and 10ml luer lok syringe. Additionally, five photos were provided for investigation. A gross visual inspection of the returned sample did not find any damage to the unit. The unit was inspected for column defects and two column tears were found adjacent to each other. This type of damage is known to cause leakage. The reported defect was confirmed. One side of the of the q-syte top body where the septum column comes into contact with the top body was found to have adhesive. However, during dissection of the unit, the septum was found to not be adhered to the top body. Additionally, no evidence of adhesive residue was seen on the septum column. This likely indicates that the wicking adhesive did not contribute to the leak. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. As the device has been opened and used, it cannot be determined with certainty whether the defects originated during manufacturing or use of the device. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch.